Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-03028.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. An imagery screenshot was provided which shows a bent valve strut as the delivery system exited the sheath tip. Based on the imagery, the complaint of ¿frame ¿ damaged-during use¿ was able to be confirmed. Due to the unavailability of the device, visual and dimensional evaluation was unable to be performed and it could not be determine if any manufacturing non-conformance contributed to the reported event. However, a review of the DHR, lot history, complaint history and manufacturing mitigation did not indicate that a manufacturing non-conformance contributed to the complaint. No IFU/training manual deficiencies were identified during the evaluation. Per the report, there was difficulty advancing the delivery system through the esheath. Procedural factors such as improper flushing/wetting of the devices, incomplete/misaligned valve crimping, and incomplete advancement of the loader may put additional strain on the delivery system with the crimped valve. Additional manipulation or handling performed to get the crimped valve through the esheath may have contributing to the bent strut on the valve frame. It was reported that the patient had severe access vessel calcification. Interaction of the valve with access vessel calcification could lead to increased push force during device insertion and cause damage to the frame. Additionally, the frame could have caught on the calcium, resulting in a bent strut. The complaint of ¿frame ¿ damaged-during use¿ was confirmed. While a definite root cause was unable to be determined, available information suggests that procedural factors (improper device prepping and/or handling) and/or patient factors (severe access vessel calcification) may have contributed to the reported event. No manufacturing non-conformities were identified during the evaluation. Since no labeling or IFU/training materials inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the september 2017 control limits for trend category ¿valve damaged¿, no corrective or preventative action is required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Dissection of the aortic wall is a well-recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the aortic dissection was likely related to the bent valve strut and asymmetrical deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during the placement of the 26 mm sapien 3 by tf approach in aortic position, the e-sheath was inserted above the bifurcation. While pushing the commander and valve through the e-sheath, severe resistance was encountered. Once the valve exited the sheath, it was seen that a strut was bent outwards. It was decided not to try and retrieve the valve but to deploy it in the abdominal aorta. However, the valve deployed asymmetrically and caused an aortic dissection. The aortic dissection was treated with a stent and the approach was changed to ta access and the valve was implanted successfully.